Event description:
Surgeon revised patient's acetabular component due to loosening of the implant. No further information was available". A loose 56mm tritanium hemispherical cluster hole shell, 6.5 x 25 bone screw, 36mm 0° x3 insert, and 36 -2.5 biolox ceramic head were revised.

Manufacturer narrative:
Added expiration date. An event regarding loosening involving trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon revised patient's acetabular component due to loosening of the implant. No further information was available". A loose 56mm tritanium hemispherical cluster hole shell, 6.5 x 25 bone screw, 36mm 0° x3 insert, and 36 -2.5 biolox ceramic head were revised.